Event description:
Patient reported capsular contracture, baker grade iii/IV, and a hematoma diagnosed via ultrasound and MRI. Healthcare professional later confirmed capsular contracture baker grade iii. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side capsular contracture baker grade iii and hematoma. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported capsular contracture, baker grade iii/IV, and a hematoma diagnosed via ultrasound and MRI. Healthcare professional later confirmed capsular contracture baker grade iii. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 19-sep-2024.

Event description:
Patient reported right side capsular contracture, baker grade iii/IV, and a hematoma diagnosed via ultrasound and MRI. Healthcare professional later confirmed capsular contracture baker grade iii. The device has been explanted and discarded. Total capsulectomies were performed.